Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09405. The patient is implanted with two percutaneous leads (from different lots). The patient was unable to access any of her programs. A full parameter diagnostic showed multiple contacts to have invalid impedance values. The patient reported a gradual loss of stimulation over time. Surgical intervention is pending to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.